Event description:
It was reported that the patient felt light headed and went to the hospital. The diagnosis data at the device check noted that the atrial lead had noise, oversensing, lower impedance, and the physician suspected a lead failure at the subclavian. Also noted was the ventricle lead had noise, oversensing, pacing failure, and higher impedance. The physician again suspected lead failure at the subclavian. Both the atrial and ventricle leads were replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.